Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2021, the device was interrogated prior to the procedure. Upon interrogation, it was discovered the patient¿s device had been programmed doo and displayed a history of previous atrial low impedance measurements. A review of the patient¿s chart revealed a history of non-physiologic noise on the atrial. Programming changes were made and later the pacing mode was changed from ddd to doo to prevent pacing inhibition from the atrial noise. Fluoroscopy did not reveal any signs of physical damage or abnormality. The physician elected to cap and replace the atrial lead due to oversensing. The patient tolerated the procedure well and was discharged home the same day.

Manufacturer narrative:
Correction in section g3.